Event description:
The neuropace device was programmed to deliver electrical charge to wife's brain. This stimulation seems to be causing daily seizure activity: however physicians cannot diagnose or correlate the data since neuropace took their mission critical server offline at a critical juncture in my wife's care. My wife has already incurred one concussion since the device was installed. The neuropace company should be mandated to have disaster recovery and contingency plans for mission critical patient systems.